Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the surgeon side console (ssc) intermittently lost vision. The intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the logs and noted a communication error pointing to the blue fiber cable (bfc) connection between the ssc and vision side cart (vsc). The tse guided the caller (surgeon) through all troubleshooting steps (rebooting the system; replacing the bfc; exercising the ssc and vsc circuit breakers; and supporting the surgeon via video call in verifying the system and subsystem connections are correct). However, the ssc still intermittently lost image. Since a secondary ssc was not available, the surgeon decided to abort the surgery. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the operator console was defective. The surgeon believe defective equipment caused or contributed to the reported event. The procedure was not postponed. There was no injury to the patient. There was a system malfunction not resolved via troubleshooting. There were no issues noted during set up of the system. The system was inspected prior to use. There were no issues with the port placement. The procedure had been in progress for approximately 15 minutes after the cut when the issue occurred. There were no post-operative complications. The anesthesia was prolonged by about 3 hours. The total amount of delay was 3 hours because of this problem. There were no critical steps observed for the patient (e.g. Warm ischemia). The total operative time (duration of the surgical procedure) was 5 hours 35 minutes. No video recording of the procedure and no patient information could be provided. In another follow-up with the reporter, it was clarified that the delay after the default of the console in room 4 was due to finding a solution with the hotline and the intuitive technician, as well as waiting for the next free room, which became room 1. The patient was transferred from room 4 to room 1 and the or staff finished the operation there with another da vinci system (sl0100).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, the fse replaced the gcc (mainboard of the console). The following spare parts were replaced as a preventative measure: pmsc - graphics card of the surgeon's console and gcc (mainboard of the console). Despite prescribed and extensive tests, a defect in the graphics card (pmsc) could not be determined. However, the newly installed pmsc was defective, which led to a brief loss of the video signal. In order to restore system availability as quickly as possible, the spare part (pmsc) replaced as a preventive measure was reinstalled, tested accordingly and found to be non-causal. A daily check of the system logs also took place, which confirmed the gcc mainboard as the actual cause of the communication problem. The system has been extensively tested and is considered fully operational as of the completion of this repair. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the gcc for evaluation, but investigation is still in progress. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation and/ or if additional information is received. No image or procedure video was provided. System logs were reviewed as part of the troubleshooting performed with the customer when they called for assistance. This complaint is being reported based on the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be converted to another da vinci system and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6 and h10. An intuitive surgical, inc. (Isi) received the generic cart controller (gcc) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the customer reported complaint. The gcc was installed and tested on the printed circuit assembly (pca) test system. The system started up without any error. In house fa performed calibration and the gcc passed. Ergonomic tested and passed. Fa ran 50x power cycles with this board, all passed. The gcc remained on the test for 4 hours in normal operation and it performed without any issue.